Manufacturer narrative:
In 2006, when called to notify that a repair kit was not available. The nurse at the dialysis center stated, they do not need one because while patient was on dialysis the adaptors came off the tube and the patient bled out. Eight minutes were left dialysis treatment. The h and h had dropped 4 points. They replaced the catheter on the same day. The customer states, the sample will be provided for evaluation. They also noticed that both the adaptors were cracked two weeks ago. The patient is doing well. No transfusion needed. The nurse stated on 10/18/06 that the silicone tubing that attaches to the port was also torn. An investigation is currently underway. Upon completion of the investigation, results wil be provided.

Event description:
The customer states the caps are disintegrating. The customer wants a repair kit. The catheter was put into the patient in september. The caps were cracked, noticed two weeks ago. Catheter was inserted in 2006.